Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 417 mg/dl. The customer reported they have a backup plan available. The customer took 4 units of insulin via bolus. After troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test. The customer was advised to monitor blood glucose closely.